Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient had infection at the ipg and lead incision sites. Symptoms of infection were pain and redness at the ipg site. It was unknown what caused the infection. The physician believed that the infection was neither device nor procedure related. The patient was placed on antibiotics. All device components were explanted and were discarded.